Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: lee et al (2010) south korea; reference: lee bi, yoo jh, chun di, choi hs, min kd, jeen ym. Delayed foreign body reaction; due to bioabsorbable pins used for femoral fixation in anterior cruciate ligament; reconstruction: a case report. Am j sports med. 2010 jan;38(1):176-80. Address: jae ho yoo, md, department of orthopaedic surgery, soonchunhyang university hospital, bucheon, 1174 jung-dong, wonmi-gu, bucheon-si, gyeonggi-do, 420-767, korea e-mail address: jadeboykr@gmail.com. Patient characteristics: age: male, gender: (B)(6), type of lesion: acl tear, meniscus tear. Perioperative complications: joint: knee, anchor (# per lesion): rigidfix bioabsorbable pins (2), bioabsorbable interference screw (arthrex), stapple. Suture: other devices: technique: acl reconstruction (gracilis and semitendinous hamstring autograft, menisecus. Repair/trimming surgical complications: -, anesthesia complications: -, device complications: -, other complications: -. Time complication: 1 yr. 6 mo. F/u time: 1 year, loose device: broken pins, large slightly tender mass at lateral aspect of the distal thigh, mid joint effusion. Broken suture: - tissue damage: large cyst with osteolytic femoral tunnel from femoral tunnel, 2 pieces of broken pin inside the cyst, extensive foreign body reaction (geant cells, granulomatous reaction, inflammatory cells), no allergic reaction against interference screw. Imaging studies: MRI, broken pins. Reoperation (related/unrelated): related (removal of cyst, pins, interference screw) outcomes: objective outcomes: - functional outcomes: return to recreational sports, normal daily activities subjective outcomes: large, slightly tender mass at the lateral aspect of the distal thigh. Patient satisfaction:-.

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a knee repair on a (B)(6) male with the use of an rigidfix for femoral fixation which broke. The report goes on to explain the subsequent complications, test, re-surgery and therapies. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: lee et al (2010) south korea reference: lee bi, yoo jh, chun di, choi hs, min kd, jeen ym. Delayed foreign body reaction due to bioabsorbable pins used for femoral fixation in anterior cruciate ligament reconstruction: a case report. Am j sports med. 2010 jan;38(1):176-80. (B)(6). Patient characteristics age: male gender: (B)(6). Type of lesion: acl tear, meniscus tear. Perioperative complications joint: knee anchor (# per lesion): rigidfix bioabsorbable pins (2), bioabsorbable interference screw (arthrex), stapple. Suture: other devices: technique: acl reconstruction (gracilis and semitendinous hamstring autograft, meniscus repair/trimming surgical complications: anesthesia complications: - device complications: other complications: time complication: 1 yr. 6 mo. F/u time: 1 year. Loose device: broken pins, large slightly tender mass at lateral aspect of the distal thigh, mid joint effusion. Broken suture: tissue damage: large cyst with osteolytic femoral tunnel from femoral tunnel, 2 pieces of broken pin inside the cyst, extensive foreign body reaction (geant cells, granulomatous reaction, inflammatory cells), no allergic reaction against interference screw. Imaging studies: MRI, broken pins. Reoperation (related/unrelated): related (removal of cyst, pins, interference screw). Outcomes objective outcomes: functional outcomes: return to recreational sports, normal daily activities. Subjective outcomes: large, slightly tender mass at the lateral aspect of the distal thigh. Patient satisfaction:

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a labral repair on a (B)(6) y/o male with the use of lupine anchors for fixation. The report goes on to explain the subsequent complications, test, re-surgery and therapies. The report also states that user error and small patient size were the root causes of the problem. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.